Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿description/indication the self-adhering male external catheter is designed for the management of male urinary incontinence. Contraindication do not use on irritated or compromised skin. Precaution do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Directions: to apply 1) wash penis with mild soap and warm water. Dry thoroughly. 2) trim pubic hair if necessary. 3) unroll self-adhering catheter over penis. 4) gently squeeze the catheter to properly seal adhesive to the skin. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. 5) connect to drainage device. Directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive"

Event description:
It was reported that the adhesive on the male external catheters was too strong and very difficult to remove. The patient indicated that his skin was irritated and dry. The patient's wife advised via phone on 2019, that the removal techniques she was offered worked well. However, her husband's skin was still dry but was getting better.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the adhesive on the male external catheters was too strong and very difficult to remove. The patient indicated that his skin was irritated and dry. The patient's wife advised via phone on (B)(6) 2019, that the removal techniques she was offered worked well. However, her husband's skin was still dry but was getting better.